Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, two fast fix failed the same way, t1 deployed, however, t2 did not deploy, it was stuck inside the needle. It did not give tactile feedback to the surgeon. The procedure was completed with non-significant delay using a straight and 2 curved fast fix. For both devices, t1 was left secured in patient. T2 was removed from the patient with a set of graspers by cutting one of the sutures and keeping part of the knot´s integrity. The knot was tightened down to the meniscus to secure t1. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The evaluation of the provided image verified the part and batch numbers. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.